Event description:
It was reported that pt underwent left distal femur replacement arthroplasty using expandable prosthesis in 2001. Pt returned to physician with rolational misalignment and revision surgery on left knee performed in 2004. Key section on expandable intercalcary segment was found fractured.